Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal rupture from the second mitraclip and difficult removal. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip grasped the leaflet and appeared to reduce mr grade to 2. After the first mitraclip was deployed, mr grade was unchanged and remained grade 4. There was no visible leaflet injury/damage from the first clip that could have caused the unchanged mr. A second mitraclip clip delivery system (cds) was inserted, but became stuck in sub-valvular apparatus in the left ventricle below the anterior mitral leaflet. There was not any unexpected movement/steering of the second cds during position, nor was the 2nd cds inadvertently moved/steered by the user during positioning. A small chordae became ruptured when the clip was freed. The second clip was unable to be retracted into the left atrium due to an unknown reason. To avoid further injury, it was decided to deploy the clip where it was in the lateral commissure, attached to both leaflets. It was decided to abort procedure with unchanged mr grade 4 and discuss the patient with the heart team. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported entrapment of the device could not be determined. The tissue damage and mitral regurgitation appear to be related to the procedural circumstances of the mitraclip becoming entangled in the anatomy. The reported patient effects of tissue damage and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.